Event description:
Malfunction of phaco machine during a procedure. Male undergoing phacoemulsification with intra-ocular lens implant on 8/4/94. During the procedure the machine failed to adequately aspirate. Several tubings were tried without success. The procedure was completed manually and no pt harm occurred. The next 5 cases were cancelled.